Event description:
It was reported that air in the pediatric circuit occured during treatment. The bubble sensor was triggered during procedure. Right after the first alarm, arterial line was visually checked however no air was seen. The bubble sensor alarm was cleared and it was attempted to establish cpb. Later, second alarm was trigged. Arterial line was dis-connected, flushed and re-connected accordingly. Whilst delivering cardioplegia the bubble sensor activated for a third time and air was again seen in the arterial line. Despite efforts to get rid of the air off of the circuit, the air could not be removed from the arterial line. The source of the failure could not be addressed. No harm or death to any person was reported. Since the failure occurred during patient use, the complaint is reportable. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Manufacturer narrative:
It was reported that air in the pediatric circuit occured during treatment. The bubble sensor was triggered several times. Customer took remedial actions to remove the air from the circuit. Despite efforst to get rid of the air off of the circuit, the air could not be removed from the arterial line. The source of the failure could not be addressed. No harm or death to any person was reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2025-06-17. A visual inspection was performed for the claimed area. A strong kink was found at the tube connection of the blood outlet connector. There were no cable ties (hoes ties) on the connectors. A leak test was carried out and a slight leakage was observed at the hose connection after the pressure build-up. Then the hoses were replaced with the new ones and pushed over both ribs of the connector. No leak could be confirmed. Based on the investigation findings, leakage was observed at the connection between the blood outlet of the oxygenator and the arterial line (customer-owned component). The connection was assembled by the customer without using a cable tie. According to IFU_hlm tubing set_g-006_nonus, section 7.2.1, the use of a cable tie (hose tie) is mandatory at the oxygenator outlet. Based on the investigation findings, most probable root cause of the reported failure has been identified as user error. Further, the reported failure is mitigated in instruction for use of product as follow: IFU hlm tubing set g-006 v07, page 13: 5.2. Safety instructions for the extracorporeal circulation, note the following in order to avoid leakages, interruptions, air bubbles or flow turbulence in the tube system during application: - use hose ties, tube clamps and tubes with connection and/or connector pieces in the relevant tube sections. 7.2.1 hlm tubing set g-006 v07, page 29, warning: - secure all connections with hose ties. The production history record (DHR) of the affected hqv 141201# pediatric vkmo 31000 with lot #3000444312 was reviewed on 2025-04-11. According to the DHR result, the product hqv 141201# pediatric vkmo 31000 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Based on the investigation results, failure could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).